Event description:
Related manufacturer reference number:2017865-2019-14968. It was reported that the patient presented with a right atrial and right ventricular lead that were oversensing noise. The leads were explanted, and a new ventricular lead was implanted. The patient was stable before, during, and after the procedure.